Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/26/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-12990n needle tip broke after 2¿3 injections. It is reported that the broken fragment remains inside the patient. The procedure was delayed for over an hour. This occurred during use in a case, additional anesthesia was administered to the patient.